Event description:
It was reported that the lead had increasing and high impedance. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three patient alerts were recorded for right ventricular pacing lead impedance changes between (B)(6) 2012. The weekly pacing measurement log data shows an increase for minimum and maximum ventricular pacing of 480 to 2080 ohms peak between (B)(6) 2012.